Manufacturer narrative:
An event regarding malposition of the shell leading to dislocation involving a tritanium shell was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated that "the recurrent dislocations requiring revision surgery were the result of a retroverted position of the primary acetabular component. There is no evidence that factors of faulty component design manufacturing or materials were responsible for this clinical situation. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: clinician review of the provided medical records determined the likely root cause of the recurrent dislocations were the result of a retroverted position of the primary acetabular component. There is no evidence that factors of faulty component design manufacturing or materials were responsible for this clinical situation. If additional information becomes available, this investigation will be reopened.

Event description:
Right hip revised due to dislocation. Head came out of liner. Surgeon revised cup, liner and head - stem remained as it was well fixed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Patient retained.

Event description:
Right hip revised due to dislocation. Head came out of liner. Surgeon revised cup, liner and head - stem remained as it was well fixed.